Event description:
It was reported that the physician's tablet had a loose usb port. The physician requested a new programming tablet. The faulty tablet was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned tablet was completed on 07/15/2015 and the reported allegation was not verified. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.